Event description:
Pt phoned lvad hotline to report that his hvad controller was reading "controller fault". Also reporting that the pump was still working and he was having no other alarms. Lvad rn suspected internal battery degradation. Pt traveled to (B)(6) and met lvad rn in the ed. Device was interrogated and internal battery degradation confirmed. No other issues noted on log files. Controller changed in ed with pt tolerating well without symptoms. Pt discharged from ed and returned to (B)(6) without incident. FDA safety report ID # (B)(4).